Event description:
The manufacturer received information alleging a pressure sensor error condition occurred on a trilogy evo device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a pressure sensor error condition occurred on a trilogy evo device. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not applicable. The device passed the evaluation as specified in the service manual. Additional failures observed that the connectors were in good condition, the housing and other parts were dirty with black stains, so it will need to be replaced. The batteries do not need to be replaced.